Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto-mode switch episodes due to noise on the atrial channel was observed. The noise was reproduced with lead provocative testing and pocket manipulation. The physician elected not to take any action.